Manufacturer narrative:
A replacement pump and 21 mm breast shields were sent to the customer. In follow up with a medela clinician, the customer indicated that her replacement pump was working well and that she was no longer experiencing issues with an infected duct. The device was evaluated and passed all functional tests. Though it passed vacuum testing, it was noted in the evaluation that the valve had residue and the membrane was not lying flat. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump. She reported that she had a few clogged ducts in the past for which she was prescribed antibiotics. She indicated that she does not have clogged ducts presently.